Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a year of procedures unrelated to the device, so charging was not an option. The trickle charging was attempted twice and there was no response from the battery. The patient stated that it is difficult when charging normally. Further intervention may be replacing the device to intellis. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient's device was at end-of- service (eos) and would be getting a replacement.

Manufacturer narrative:
Correction: codes were missing in the previous report. If information is provided in the future, a supplemental report will be issued.